Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the disposable device revealed that the tip of the waveguide had fractured and disengaged. The broken piece was returned. The device showed evidence of use. It was reported that the device broke prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the waveguide was found to be broken. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device broke. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the tip of the waveguide had fractured, disengaged but was returned.